Event description:
The physician attempted an arteriotomy closure using the perclose at (closer ak) device after a diagnostic procedure. A femoral angiogram was done with the following results: a "good sized" right common femoral artery site without calcification or tortuosity. No scarring was reported at the puncture site. It was reported that hemostasis had been successfully achieved in the cath lab and the patient was sent to the unit. Two hours later, the patient "presented with a cold food and no pulses, suggesting the blood supply to the foot was cut off." He was returned to the cath lab where the physician attempted an "over the horn procedure from the contra-lateral groin but was unsuccessful in restoring circulation." The patient was then taken to surgery, where, under general anesthesia, a "successful peripheral procedure to open up the femoral artery was done." Reportedly, the cath lab physician "thinks he might have caught some plaque with the device foot." The patient was kept overnight and discharged home without any adverse effects the following day. He was reported to be "fine."